Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found there is foreign material on the distal end of the jaw. The ptfe pad (teflon pad) was inspected and found to be lifted at the top half of the jaw exposing metal with charred marks. The distal end of the device was inspected under a microscope and found evidence of charred marks on the probe tip unit. The device was attached to the test usg-400/esg-400 and passed the probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad from the grasping section of the device fell off after to activations. There was no report of bleeding. It is unknown if the intended procedure was completed. There was no patient injury reported.